Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Customer changed supplies to address the issue. Reportedly, blood glucose level was up to 420mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.